Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
During testing it was reported the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. No patient involved.

Manufacturer narrative:
Updated data: b4, e2, e3, g2, g3, g6, h2, h10, h11. Corrected data : b5.

Event description:
N/a.

Manufacturer narrative:
Additional information poc: (B)(6) & email - (B)(6). A getinge field service engineer (fse) able to confirm the issue and found during testing internal helium tank would not fill and observed severe leak. Troubleshooted to defective o-ring at helium connector on console. Replaced o-ring buna-n (d354-00-0208). Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.